Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the attempted implantation, a great difficulty was met to insert screwdriver into the connector of the atrial channel and it was difficult to screw and to remove the screwdriver. The same behavior was noticed at the ventricular level and no click from the screwdriver was heard. The physician tried to unscrew the setscrew but it was impossible (the setscrew turned but it could not be unscrewed). He took another screwdriver to unscrew the ventricular setscrew. He tried to remove the atrial lead and the setscrew came at the tip of the screwdriver. The device was returned for analysis.